Event description:
The customer reported to olympus that the evis lucera elite video system center had no image. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a fault on the printed circuit board. Additional evaluation findings are as followed: b40 error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: failure of the printed circuit board. Olympus will continue to monitor field performance for this device.